Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing non-physiologic noise. The rv pace impedance had also reportedly measured out of range, on the high end. The pacing impedance was later found to be in range and stable. This patient is not pacer dependent. Additionally the patient has not experienced any adverse events. The minute ventilation feature was programmed on. Boston scientific technical services (ts) suggested to program the respiratory response feature off and to perform pocket manipulations and isometrics, to ensure there is no issue. The physician is to make a decision on next steps for this patient. No adverse patient effects were reported.